Manufacturer narrative:
.

Event description:
Dealer stated that the end user's tdxsp-cg power chair spins around in circles. Dealer stated end user is getting a right motor fault. Dealer stated the end user has caregivers 24/7 so when the end user's power chair went out they were able to assist.